Event description:
It was reported that the patient fell on ice and got a dislocated shoulder. The emergency room was unable to relocate shoulder so the patient stayed overnight and then was taken to the operating room next morning for relocation under anesthesia. The patient remains pseudoparalytic and will be worked up for a revision rsa.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient fell on ice and got a dislocated shoulder. The emergency room was unable to relocate shoulder so the patient stayed overnight and then was taken to the operating room next morning for relocation under anesthesia. The patient remains pseudoparalytic and will be worked up for a revision rsa.

Manufacturer narrative:
The reported event could not be confirmed since the involved devices were not returned for evaluation and no additional information will be provided. Since the medical reports were provided, the opinion of the medical expert was requested and stated as following: "the previous surgeries and the trauma are enough reason for chronic instability and the need for (re-)revision of the right shoulder". More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.